Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was responsible for non-sustained right ventricular oversensing (nsrvo) alerts delivered for oversensing noise. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.